Manufacturer narrative:
During testing the compromised force sensor system alarm occurred during basic occlusion test due to moisture damage inside force sensor resistor. The insulin was received with cracked case at display window corner, minor scratches on liquid crystal display window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had a a33 alarm and insulin is "squirting out" during manual prime process on insulin pump. The customer's blood glucose level was 318 mg/dl. Troubleshooting was performed. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The patient's was advised that the insulin pump was going to be replaced. No further information was reported.